Event description:
Mother experienced prolonged labor with pitocin induction with failure of infant to progress. Vacuum extraction with vacuum assist cap 60 mm attempted by attending physician and failed. Caeserian section performed secondary to fetal distress. Use of vacuum extractor: infant experienced deceterations to 80's - 90's duration during use of extractor with excelerations to 190's-200's between contractions. Infant was high in birth canal when extractor applied to scalp. Vacuum was applied continuously (green zone) through 2 contractions with release thereafter and reapplied with 3rd contraction (green) yellow - between contractions. Mother was asked to push continuously through the process with the vacuum applied total of 15 mins with 2 recorded releases to yellow zone. Apgars at birth were 2 at 1 min, 5 at 5 min, 7 at 10 min, 8 at 20 mins - follow up with grandmother indicated seizures with fluid on the brain. Infant also presented with 2 x 2 cm scalp laceration.